Manufacturer narrative:
Investigation on going.

Manufacturer narrative:
The device was returned for evaluation. The returned device was visually inspected. A liner tear originating from the distal tip and extending along the entire length of the shaft, scratches at the distal end of the shaft and slight tip damage was observed. The wall thickness of the liner was measured to ensure the sheath liner is within specification; all measurements met the specification for liner thickness. During manufacturing, the device undergoes several inspections for kinks, bends and mechanical damage. These inspections support that it is unlikely a manufacturing non-conformance was the source of the complaint. The complaint of a torn liner was confirmed, but no manufacturing non-conformances were identified. Scratches along the sheath shaft and minor tip damage indicate that the patient had some degree of calcification that may not have been appreciable on imagery that could have scored or scratched the exposed portion of the liner upon insertion. The probable root cause for the reported liner tear is patient factors (calcification). The patient¿s vessel was mildly calcified and moderately tortuous. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A review of the complaint history for the month reveals that the occurrence rates do not exceed the control limits for this trend category. The complaint device expandable introducer sheath set, model no. 9610es16, lot no. 59800408, is not sold or marketed in the us; however, it is deemed similar to the commercially available expandable introducer sheath set models 916es23, 918es26 and 920es29.

Event description:
After a successful transfemoral tavr procedure, the vessel at the puncture site was stretched when taking out the esheath and required surgical repair. The patient was reported as doing fine.